Event description:
It was reported that a user experienced repeated occlusion alerts and lack of insulin delivery on an ilet system, in the context of ongoing leaky cartridges and multiple supply changes; the user connected the cartridge with tubing already attached and was unable to observe drops when attempting to push insulin through the tubing, and temporarily reverted to a prior pump. Symptoms included hyperglycemia to 370 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user, along with education to leave the old cartridge in place during rewind and to complete a full supply change with new components. Investigation of this case revealed a mechanical problem consistent with delivery occlusion and cartridge leakage. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.